Event description:
The handheld barcode scanner on the ortho summit handling system instrument reportedly did not scan the barcode on the sample tube correctly. The interpretation of the scan was missing the first two digits which in a similar misread could be a real sample tube ID#. No death or serious injury was associated with this incident.